Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. Corrosion was observed on several internal components, including the pcb assembly, ratchet gear, and all three batteries. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was attached to the pod in an attempt to establish a connection with the master pdm, however this was unsuccessful. The pcb assembly was removed from the pod chassis and attached to the power supply, however this was also unsuccessful. The pod data was unable to be obtained as the pod could not establish connection with the master pdm. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device. Without the data, it could not be determined if this leak prevented the pod from activating successfully or completing priming. It could not be confirmed if the internal leak contributed to the reported failure of the device to deliver insulin. Additionally, cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. It could not be determined if fluid entered the device through the cracks in the top housing or if the cracks in the top housing contributed to the reported event, as it could not be determined when or how these cracks occurred.

Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 386 mg/dl. As treatment, the patient administered a manual pen injection of insulin.

Manufacturer narrative:
Added h3 - device evaluated by mfg? Yes.